Manufacturer narrative:
Product analysis: three still images have been provided for review. The distal end of a stent device is shown in the images. There appears to be stent deformation evident, with struts lifted in the proximal and mid stent sections. There is no dislodgement in the images provided. Additional information: there was no issue when removing the device from the hoop. It was later clarified that stent deformation occurred only. The device was not fractured or dislodged. Resistance was not noted during withdrawal of the device. There were no reported issues or complaint against the launcher device and the other onyx trucor stents used. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the device was returned for analysis. The hypo-tube was kinked on return. The stent was positioned on the balloon between the marker bands as per position specification, but due to proximal/mid stent deformation the stent did not meet visual acceptance specification. No deformation was evident to the distal tip. The inner lumen patency was verified with a mandrel. No other damage evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one 2.5x38mm onyx trucor coronary drug eluting stent, the stent experienced deformation in vivo during positioning and advancement, and dislodgement occurred during delivery to the lesion. A chronic total occlusion (cto-100%) was present in the proximal section of the non-tortuous, non-calcified left anterior descending (lad) artery. The device was inspected prior to use with no issues noted. Negative prep was not performed. The device did not pass through a previously deployed stent. Resistance was encountered while advancing the device, and excessive force was used during delivery. It was detailed that a 7f launcher guide catheter was engaged to the lesion. Rotablation was performed with a 1.5mm non-medtronic burr. The proximal lesion was pre-dilated with a non-medtronic 2.0x20mm balloon up to 20, 24, 26, 26, 26 atm, and a non-medtronic 2.5x20mm balloon up to 14, 16, 16, 18, 20 atm, and a non-medtronic 2.5x15mm balloon up to 16, 10, 10, 14, 16 atm. A 6f non-medtronic guide extension catheter was advanced. The 2.5x38mm onyx trucor stent could not pass to the lesion, leading to its removal for rechecking, where it was found to be cracked or partially dislodged. The dislodged stent was successfully removed. A 2.5x34mm onyx trucor stent was deployed at the mid segment up to 10, 12, 14 atm. A 2.75x38mm onyx trucor stent was deployed at the proximal segment up to 16, 16, 8 atm. A final angiogram showed good results of timi3 flow in the vessel. The patient is in a stable condition.

Manufacturer narrative:
Please note that this device (onyx trucor) is not marketed in the united states; however, the device is deemed the same as the united states marketed device (resolute onyx). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.